Manufacturer narrative:
It was previously reported that the lot number was unknown and that the model number was aiqcl. Per follow up with representative, the device was identified as model aiqca with lot number 65441536. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that there were inaccurate values with a finger cuff during use. Staff first tried placing an adult size acumen cuff on the patient, but the fit of the cuff was noted to be somewhat small and that the patient had a large size finger. After a trial and discussion, a large acumen cuff was placed on the patient and on the same arm as the brachial cuff. Staff noticed that there was a 10 point difference on the systolic and diastolic values and that the map values were close in value. There was some fluctuation throughout the case in terms of the gap between the map values of the finger cuff compared to the brachial cuff. Sometimes more than 10 points, but within 2 to 5 points for most of the case. Towards the latter part of the case, the disparity went up from 10 to 20 points on the map values. Procedure was done on (B)(6) 2024 at 0700. Cuff was used with a hemosphere vita monitor with serial number (B)(6). There were no patient injuries.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. In addition, the lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Per the instructions for use it states, do not apply finger cuff or cuffs on a hand or a finger when a second blood pressure measurement device is actively monitoring on the same arm or hand or finger. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.